Manufacturer narrative:
The reporter's meters and test strips were requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. (B)(4).

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial numbers (B)(4). At 20:10, a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 44 mg/dl. The value was not believed since the result did not match how the patient was feeling. At 20:12, a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 227 mg/dl. At 20:24, a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 129 mg/dl. At 20:24, a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 129 mg/dl. At 20:24, a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 161 mg/dl.